Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed foam particles inside the blower kit. Additionally, the service technician noted error code e-24 (err_motor_speed_reverse) present. The device was scrapped.

Manufacturer narrative:
The device was manufactured on (B)(6) 2011 which is prior to UDI require implementation. This device does not have an UDI, and no UDI will be listed in this report.

Manufacturer narrative:
In this report, 510k number has been corrected/updated.